Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient was admitted to the hospital with complaints of palpitations, heart rate fluctuation, pain, discomfort, and dizziness. Interrogation revealed that the right ventricular lead exhibited a loss of capture. The lead was capped and replaced in a procedure on (B)(6) 2020. The patient was stable.